Manufacturer narrative:
(B)(6).

Event description:
It was reported that during use of this peripheral intravenous catheters, there was no back flow of blood after cannulation. The reported information indicated that multiple pricks were required for successful cannulation. No further adverse patient effects were reported.